Event description:
The pt was described as having a 'very hairy' chest. The pt's chest was not prepped prior to placing the quick-pak pacing/defibrillation/ECG electrodes. Reportedly, the device prompted connect electrodes. The fire dept arrived on scene and used their manual defibrillator to admin defibrillator therapy to the pt at least 6 times in succession. The pt was resuscitated.